Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open video assisted thoracoscopic surgery, the reload would not release off the adapter. It was also reported that the jaws of the device locked on tissue and a manual retraction tool was used to open the adapter and complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was returned for evaluation. The reload came attached to the received adapter. The jaws were closed and the sled was not advanced. The reload had a full staple complement. A manual retract tool was used to bring back the knife bar to the home position. The reload was then able to be removed. Functionally the r eload was loaded onto a post market vigilance (pmv) representative device and the received adapter. The reload communication with the handle was verified and revealed that the returned reload had not been fired. The reload was applied to test media with proper staple formation and media transection. The handle correctly displayed that the reload had been fired an associated device issue could not be confirmed. Visual inspection and testing found no potentially contributing factors, and the sample met all related specifications. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that products meet all medtronic quality specifications. A definitive root cause could not be determined with regard to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open video assisted thoracoscopic surgery, the reload would not release off the adapter. It was also reported that when the stapler was loaded onto the lung tissue and was clamped, an error message with an image of the handle in red came up on the display screen. An attempt to open the jaws to release the lung tissue was made but the jaws would not open. A manual retraction tool was used to open the adapter and complete the case. There was no patient injury.